Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The purpose of this MDR is to correct the manufacture information. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The purpose of this MDR is to include the additional event information received on 3/6/2019, which resulted in a correction of the manufacturer report. [Conclusion]: the healthcare professional reported that during a mechanical thrombectomy procedure to treat a stroke, there was a dissection of the vessel wall with the use of the 5 x 33 embotrap ii revascularization device (et007533 / lot# unknown). The embotrap device was reported as not available to be returned for evaluation. It was reported that no additional information is available for the reported event. Vessel dissection is a known procedural complication with use of the embotrap ii or other devices that are maneuvered through the cerebral vasculature. The location of the dissection, other devices used during the procedure, target vessel and thrombus characteristics and other procedure information were not reported. The root cause of the dissection cannot be determined however, is an inherent risk during endovascular procedures. Since the dissection is a serious injury it is MDR reportable. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The device history record (DHR) review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. There was no report of any product malfunction related to the 5 x 33 embotrap ii revascularization device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Based on the additional information received on 3/6/2019, there is only one product involved instead of two as previously reported. This manufacturer report is no longer associated with report 3011370111-2019-00119. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Date of event: the event occurred in 2019, however, the month and date of the event were not reported. The device lot number is not available / not reported. The expiration date of the device is not known. (B)(6). The device manufacture date is not known as the device lot number is not available / not reported. [Conclusion]: the healthcare professional reported that during a mechanical thrombectomy procedure to treat a stroke, there was a dissection of the vessel wall with the use of two 5 x 33 embotrap ii revascularization device (et007533 / lot# unknown). The embotrap devices were reported as not available to be returned for evaluation. It was reported that no additional information is available for the reported event. Vessel dissection is a known procedural complication with use of the embotrap ii or other devices that are maneuvered through the cerebral vasculature. The location of the dissection, other devices used during the procedure, target vessel and thrombus characteristics and other procedure information were not reported. The root cause of the dissection cannot be determined however, is an inherent risk during endovascular procedures. Since the dissection is a serious injury it is MDR reportable. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The device history record (DHR) review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. There was no report of any product malfunction related to the 5 x 33 embotrap ii revascularization device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are 3011370111-2019-00119. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure to treat a stroke, there was a dissection of the vessel wall with the use of two 5 x 33 embotrap ii revascularization device (et007533 / lot# unknown). The embotrap devices were reported as not available to be returned for evaluation. It was reported that no additional information is available for the reported event.